Event description:
It was reported, the customer received a motor error alarm during a prime. Customer's blood glucose was 222 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they were unable to complete the rewind sequence on the insulin pump. Customer stated the insulin pump was prompting them to fill their tubing repeatedly. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.